Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a s3 alarm, f2 alarm, and the console screen showing a blank flow were confirmed via analysis of the log file downloaded from the returned centrimag console (serial number: (B)(6)). The unit was observed to be operating around the set speed on the reported event date, 14feb2021. On (B)(6) 2020 at 03:20:00 a s3 alarm activated correlating to a can bus send error sub-fault. The flow reading was observed to be 0 lpm at this time due to this sub-fault; however, the motor speed was observed to be unaffected. The alarm was muted and cleared within approximately one minute of activation; however, the flow reading remained blank, and several f2: flow signal interrupted alarms were intermittently observed while the system remained in use, both due to the can bus sub-fault. The system was fully shut down on 14feb2021 at 09:23:00 due to user request. The system was not observed to be in patient use for the remainder of the log file. No other notable alarms were observed in the log file. The returned centrimag console was tested at the european distribution center with known working test centrimag equipment, and the console functioned as intended without any issues or atypical alarms produced. S3 alarms with flow blanking conditions caused by a can bus send error sub-fault were stated to resolve upon the console being power-cycled. Preventative maintenance was performed, and the serviced and tested unit was returned to the customer site after passing all tests per procedure. The root cause of the observed can bus sub fault, resulting in the reported events, could not be conclusively determined through this analysis. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual (rev. 09) section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. 09) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system and flow-related alarms, and the appropriate actions to take if the issue does not resolve. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR. Reports #s 3003306248-2021-01072, 3003306248-2021-01073, and 3003306248-2021-01074.

Event description:
It was reported that an s3 alert appeared on the centrimag console screen after about 1.5 hours of extracorporeal membrane oxygenation (ECMO) circuit running. The flow probe from the backup console was attached to the circuit and the backup (secondary) console was switched on to provide flow reading. The flow probe was removed, cleaned, and re-sited and the connection was checked. An f2 alert appeared on the console when the flow probe was removed. The flow probe from the alternate console was attached to the primary console, but there was still no flow reading. The console and motor were exchanged and an s3 alert appeared on the secondary console after about 30 seconds of attaching the flow probe to the ECMO unit. There was no change in power status of console/ECMO trolley. The flow probe was removed, cleaned, and re-sited and the connection was checked. An f2 alert appeared on the console when the flow probe was removed. A third console and motor was required to establish ECMO flow upon return to the cardiac and thoracic critical care unit. The motor change was performed once the patient was transferred to a hospital bed. Due to motor changes, there was a temporary cessation of ECMO flow resulting in an immediate drop in oxygen saturations.